Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal unraveled while loading the seal into the delivery tube; the surgeon used a placement heartstring seal to complete the procedure. No patient complications were reported by the hospital.